Manufacturer narrative:
Evaluation summary: host tissue was heavy at the stent outflow and moderate at the stent inflow. All three leaflets were removed and not returned with the valve. Wireform was exposed at commissure 3 and near leaflet 3 on outflow aspect. Metal band was also exposed near leaflet 2 on inflow aspect. X-ray showed wireform distortion at commissure 1 and minimal calcification within the host tissue around the sewing ring. Entire sewing ring had been cut or damaged. These damages are most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the health care provider has not responded to our requests for additional information regarding this event. The reason for explant, copy of operative report and patient medical history have not been made available. However, the device was received for evaluation. The product evaluation was limited to the heart valve cage and sewing ring. However, the product evaluation did detect host tissue overgrowth and calcification within the minimal host tissue around the stent and sewing ring. Therefore, we are unable to determine conclusively the root cause for explant of this device. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
In this case, edwards received information that a 7000tfx 25mm bioprosthetic mitral valve, implanted approximately four (4) years and seven (7) months, was explanted and replaced with a 7300tfx 27mm. The reason for the explant has not been provided.

Manufacturer narrative:
This device has not been returned for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant a valve or replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, the surgeon explanted this device and replace it with a smaller size of the same type device due to unknown reasons. No response has been received and the device has not been made available for evaluation. Therefore, we are unable to determine root case for explant of this device with the available information. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.